Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain and suffering, past cost of medical care, future cost of medical care, loss of earning capacity and mental and emotional distress. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
D1: corrected. D4: corrected. D10: concomitant devices: (B)(6) 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t. (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-38 - three peg patella 38mm. The following: component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.